Event description:
It was reported that during implant procedure, this right ventricular (rv) lead exhibited high impedances out of range. It was confirmed by a pacing system analyzer (psa). Subsequently, a new rv lead was implanted. No adverse patient effects were reported.